Manufacturer narrative:
The user facility reported the results of its investigation. All input water was analyzed and found to fall within the recommended quality range. The customer ran side by side tests with 2 steris washers for 1 week, one using steris detergent and one using (B)(4) detergent. The instruments in the washer using the (B)(4) product had a film after completion of the cycle. The instruments washed using the steris detergent found no resulting smell, film or residue. The hospital reported that they changed from the (B)(4) detergent to steris's prolystica detergent in (B)(6) 2009 and experienced no detergent performance issues since implementing this change. Steris has concluded that no additional action is necessary as use of the (B)(4) product appears to be the root cause of the problem.

Event description:
(B)(4), originally received by steris on 18 may 2009 and re-submitted with changes on 25 september 2009. The hospital's central supply department reported finding an intermittent film residue on instruments processed in their steris washers while using (B)(4) instrument cleaning solution products. They reported that their instruments were covered with a white film, gritty, and fishy-bloody smelling after washing.